Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified right common femoral artery using a proglide device after a neuro interventional procedure. Reportedly, at step 4, it was found that the sutures could not be withdrawn normally. Subsequently, the vascular surgery department was asked to cut the blood vessel and remove the proglide device. When the proglide device was removed, it was found that the stitches were not coming out of the o-ring properly, which caused damage to the patient's blood vessels. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the lever was returned to its original position but the foot was unable to be closed prior to device removal attempt. The handle was partially opened due to intentional manipulation of the device in an attempt to retrieve it from the anatomy. The marker lumen separated during the intentional manipulation of the device and was discarded. The physician was not aware of the foot retraction issue until after the device removed out of the patient. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely a mal position of the device occurred due to a sub-optimal position or there was friable vessel. The mal position is indicated by the difficulty to open or close and the suture not releasing from the bearing. In this condition, entrapment of the device could be possible if the foot caught vessel or sub cutaneous tissue during closing. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use, as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - health effect impact code 4641 added; medical device problem code 2921 added.